Manufacturer narrative:
The investigation was completed. Mechanical interaction with blood (hemolysis): the pump was not returned for investigation. Data log shows no major abnormalities related to suction, motor current spikes, or positioning issues during the time of the hemolysis event. The fluctuating placement signal trend was also inconclusive. According to the clinical details, hemolysis was diagnosed based on elevated plasma free hemoglobin (pfhb). The cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details. Device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp support had plasma free hemoglobin elevated at 16.3 but is most likely due to drawing labs from piv. No other signs of hemolysis were noted. The patient continued support and was bridged to heart transplant.